Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who had been receiving 1 mg/ml of sa line at 0.048 mg/day via an implantable pump for non-malignant pain. It was unknown what was being delivered by the pump prior to saline. It was reported the patient¿s pump and catheter had been explanted at an unknown date. It was indicated the manufacturer had not been notified of the explant procedure. The pump and catheter had been discarded. It was reported the infusion system was removed due to an infection, and this occurred sometime during the past year, according to the patient. There was no known troubleshooting or diagnostic work done prior to (B)(6) 2018, when a new pump and catheter were implanted. The patient¿s weight and medical history were unknown. It was unknown what other medications were being delivered at the time of the event. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as ¿alive-no injury.¿ no further complications were reported/expected.

Manufacturer narrative:
Correction: the information previously reported in MFR report number 3004209178-2018-03224 concerning sections, and h6 is no longer applicable. Please refer to MFR report number 3004209178-2017-2348. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on february 14, 2018. The hcp stated this infection took place over two years ago, when the patient hit their pump on a desk, and it became infected. The pump was removed at that time. Of note, the information provided has indicated that this event has already been reported in MFR report number 3004209178-2017-2348.